Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff alleged that the tips of a prograsp forceps instrument were twisted. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results did not confirm the alleged complaint that the instrument's tips were twisted. Based on visual inspection, the instrument's tips were not twisted. The instrument was checked for movement on an in-house system. The instrument did not move intuitively, which required additional observation. Engineering evaluation also found frayed pitch cables. The instrument was found with frayed pitch cable. The cables on both yaw clamping pulleys were found to be derailed. Also, the left clamping pulley had excessive debris. Engineering evaluation concluded that the debris could have been due to the cleaning process and the observations were likely the cause of the instrument's poor performance. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. On (B)(6) 2013, isi contacted the initial reporter of this complaint to obtain additional information. The initial reporter denied that any fragments fell. He also denied that any patients were harmed because of the alleged issue. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported frayed cable issue if to recur could cause or contribute to an adverse event.